Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had issues reading the insulin pump's screen. She fell multiple times and had the insulin pump off for about two and a half weeks. The customer had bruises all over her body. She believed the dizziness and her fall were caused by the pain medication she takes for other health issues. The customer also mentioned a past hospitalization due to a surgery. Customer's blood glucose level was not reported. The device was not returned.